Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the following items are causes. 1) the image sensor and video connector board have not been repaired or replaced since march 2018 (approximately 5 years and 9 months), and therefore the image output signal has become unstable due to age-related deterioration. (In the case of age-related deterioration, it progresses gradually, which may result in poor reproducibility of the request "e216.") 2) the video connector was found to be damaged due to scratches, so when the scope was connected, the electrical connection (including the electrical board and electrical components mounted on the electrical board) temporarily lost electrical connectivity, which adversely affected the image signal output, resulting in unstable image signal output. 3) the scope's external appearance showed scratches and chipping on the a rubber glue of the bending section, so mechanical stress (load) such as bumping or dropping on the electric circuit inside the image sensor unit built into the scope's distal end caused a temporary poor electrical connection, resulting in unstable image signal output. The image signal output became unstable and malfunctioned. 4) accumulation of electrical load (stress) due to energization of the image sensor installed in the image sensor unit built into the distal end of the scope and the scope connector internal electrical board (including electrical components mounted on the electrical board), the electrical connection may deteriorate due to the accidental application of static electricity or overcurrent caused by attaching or detaching the system while it is on, which will adversely affect the image signal output, causing the image sensor unit to malfunction (abnormal) and cause the image sensor unit to malfunction (abnormally). 5) regarding the application of overcurrent, etc., it is assumed that there is a possibility that the system is connected or disconnected while the power is on, overcurrent is applied from other devices or electrical wiring, or dust or moisture is attached to the electrical contacts of the system and video connector. The event can be detected/prevented by following the instructions for use which state: 1) before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2) observe the palm of your hand in the wli and nbi endoscopic images. 3) confirm that light is output from the endoscope¿s distal end. 4) adjust the brightness level as appropriate. 5) confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6) turn the angulation control levers slowly in each direction until it stops. 7) confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope had a rubber pinhole. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: communication error code e216 due to corrosion of the electrical contacts in the video connector. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to a pinhole on bending section cover, water tightness was lost; adhesive on bending section cover had a chip; video connector and case, grip, switch 1, up/down angulation lever plate had a scratch, right/left plate, right/left lever, angulation lever, light guide connector, light guide cover glass, and control unit had a scratch; and adhesive around objective lens was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.